Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the lead. A partial lead was returned in four pieces measuring 9.5 cm of the connector portion, 60.5 cm and 14.5 cm of the middle portions, and 41.5 cm of the distal portion. Failure event observed during analysis. Final analysis found an external insulation abrasion noted at 6.5 to 8.0 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.